Manufacturer narrative:
The reported incident that k-wire cutting pliers (max 1.6mm) was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed based upon the product received for evaluation. Based on investigation, the root cause may be attributed to a user related issue. The failure may be caused by rough handling of the instrument during transportation. Therefore, no nc has been raised. The device inspection revealed the following: visual inspection: inspection was done and it was found that pieces of the retaining mechanism from the the wire cutter are missing. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The cleaning and sterilization guide (the l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332) was reviewed: ''note: stryker (B)(4) typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As per sales rep, during restocking it was noticed that two pieces of the retaining mechanism from the wire cutter are missing. Sales rep clarified that he opened up the variax foot tray to see if it was restocked and came across the wire cutter. The tray is owned by the hospital.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As per sales rep, during restocking it was noticed that two pieces of the retaining mechanism from the wire cutter are missing. Sales rep clarified that he opened up the variax foot tray to see if it was restocked and came across the wire cutter. The tray is owned by the hospital.